Event description:
On 5/10/24 a beta bionics clinical diabetes specialist (cds) was made aware by a healthcare provider (hcp) that an ilet user was advised to visit the ER due symptoms consistent with ketones. The event occurred on 5/10/24. The hcp reported the user experienced nausea and abdominal discomfort. The user's dexcom g7 continuous glucose monitor (cgm) had failed and as a result the ilet was in bg run mode for 72 hours. The pump them shut down and the user did not return to prior therapy. The user also did not have glucose testing supplies. Out of caution, and due to symptoms, the hcp recommended the user visit the emergency room. Multiple attempts by beta bionics customer care to follow-up with the user for additional event information have been unsuccessful.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of 2024-05-10 were reviewed. The event in question was precipitated by the loss of cgm data on 2024-05-07, so the days leading up to the reported event date are included in this review. No malfunction alerts were found in the device engineering logs. No motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. No factory resets were found in the device engineering logs. Body weight was not changed from initial set up prior to the date of the event. Audio setting was changed from the factory setting of high to off on 2024-04-04. Cgm alert settings were not changed from the factory defaults (on). The cartridge and infusion set (teflon cannula) were changed on 2024-05-07 at 2:39 pm. The dexcom g7 cgm sensor failed on 2024-05-07 at 12:37 pm. The last cgm value received by the ilet prior to the event was recorded at 12:32 pm on 2024-05-07. After that, the ilet entered bg-run mode. The ilet continued to deliver basal insulin, as well as adjust insulin in response to entered bg values and meal announcements initiated by the user. Bg values were entered in response to alerts throughout the bg-run mode period. Insulin dosing suspended on 2024-05-10 at 12:26 pm when the 72-hour period allowed per bg-run mode expired. The ilet alerted the user for a low battery and very low battery on 2024-05-11 at 11:41 pm and 1:12 pm until the device lost power at 3:24 am. The ilet report shows the user entered several bgs each day throughout the bg-run period. Entered bgs ranged from 69 mg/dl to 289 mg/dl, indicating the ilet was performing as intended throughout this period. Insulin doses were increased and decreased in response to bg values, and meal announcements were delivered appropriately. Bg values of 250 mg/dl and 325 mg/dl were entered after the bg-run period expired and the ilet was unable to deliver insulin. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose and bg values within the limits of bg-run mode. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report, and device logs, the ilet operated as intended within the limits of bg-run mode. The cause of this hyperglycemic event is the user failed to initiate a backup therapy regimen or resume cgm use after the suspension of insulin due to the 72-hour limit of bg-run mode.